Event description:
The iab was placed transthoracically in the or. The next day blood was noted in the helium tubing. Because of this, the iab was removed and replaced. There were no pt complications.